Event description:
It was reported that the patient presented to the emergency for the feeling of unwellness. The patient alert triggered for right ventricular (rv) lead impedance greater than 3000 ohms. Oversensing and pacing failure were confirmed. It was also reported that there was a lead conductor fractue. The cause of this event was regarded as lead conductor fracture; a new lead implant operation was planned. The physician chose to connect the rv lead to the lv port and will be used as the lv pacing lead. The lv lead is in the rv port and will now do tachy detections and vt/vf sensing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4): 4196-78 implantable pacing lead 2010-03-17; 5554-45 implantble pacing lead 2010-03-17. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.